Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that using an unspecified artery access approach during a procedure of the mildly calcified, mildly tortuous, 100% stenosed, de novo circumflex artery after device preparation per the instructions for use (IFU) including air aspiration outside the anatomy, while inserting the 3.50 x 18 mm xience xpedition stent delivery system (sds) onto the guide wire it was noted the stent was moved distally on the balloon. The device was not used. A non-abbott sds was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.